Manufacturer narrative:
(B)(4). Physio-control obtained the customer's device and performed an initial evaluation. Physio downloaded the electronic records from the device for review. Upon review of the electronic records from the reported event, physio was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself multiple times while attempting to monitor a patient.   Physio-control contacted the customer for additional details about the patient and the event.  The customer confirmed that there were no adverse effects to the patient, and that the reported issue did not impact patient care.  The customer further advised that they had no additional information to provide about the patient.

Manufacturer narrative:
Physio-control replaced both the power pcb assembly and the battery wire harness assembly, then completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control determined that the cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when certain functions, such as code-summary, are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board.  Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.